Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on the day of the event the pediatric patient experienced sweating and vomiting. According to the parent, they were in the beginning state of diabetic ketoacidosis, but this was not diagnosed as such by a healthcare provider. When a fingerstick was taken by the parent the cgm reading was low, and the blood glucose reading was 26.0 mmol/l. An ambulance was called, and it was unknown if treatment was given at that point. When the paramedics arrived, the patient was treated with insulin (route of treatment could not be confirmed). No further treatment was reported to be needed, the patient was monitored until he was stable, and the patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.